Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 53 mg/dl at the time of the incident and current blood glucose was 96 mg/dl. The customer experiencing symptoms related to low blood glucose was fatigue, grouchy, irritable, confusion. The customer had gastro paresis. Customer also state that pump was alleging possible pump over delivery. Customer states that the drive support cap appears normal. The customer report that insulin dripping from end of set before connecting at their site. The customer was treated with food. The customer did passed the displacement test. Insulin pump will be returned device for analysis.